Event description:
Repeated extrusion of the cable through the ear canal due to a radical cavity was reported. The user has been explanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to re-occurring extrusion of the conductor link into the ear canal. Reportedly the recipient has a radical cavity, which might have contributed to the observed issue. In addition device investigation revealed a fatigue breakage of the bifilar wire, which was likely caused by chronic movement of the conductive link during the extrusion. Further the recipient experienced skin irritation at the implant site with the weakest external magnet due to thin skin. This is a final report.

Event description:
Repeated extrusion of the cable through the ear canal due to a radical cavity was reported. The user has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.